Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.